Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture/leak/separation/break reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity, but no calcification. The lesion was very well prepared with a 2.0 x 15 mm balloon catheter. The 2.5 x 28 mm delivery system was advanced to the lesion without resistance, but when attempting to deploy the implant, the balloon was leaking and failed to inflate. A new same size implant was successfully deployed at 18 atmospheres and timi iii blood flow was achieved. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.